Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. As the customer was not experiencing an occlusion alarm during the time of the call, tandem's technical support was unable to troubleshoot to determine a possible cause of the occlusions.